Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was in 100 mg/dl, 31 mg/dl, in 200 mg/dl, and in 130 mg/dl. The customer stated that the sensor was always off by 100 mg/dl -200 mg/dl at all times and then all of a sudden battery life 24 hours left. The reservoir, insulin pump, and the infusion set will not be returned for analysis. The sensor will be returned for analysis.